Manufacturer narrative:
On (B)(6) 2020 , infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. This MDR is a result of complaint remediation effort.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user. Patient reported, "that an administration set had leaking at the connection at the catheter and pump tubing." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the device is podo xingda ((B)(4) ) medical co. Ltd.